Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0e02b, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had been having trouble with patient programmer staying on. They just changed the batteries right now. The patient just got patient programmer yesterday. The patient was implanted with interstim on wednesday. Yesterday was first time she tried using patient programmer. The patient would prefer not using antenna. Patient services walked patient through synching and verified that patient was seeing a lightning bolt and ins was on. The patient had problems with pt. Programmer staying on since implant, but after changing the batteries it was working. Once patient was able to synchronize, the patient was going to push the plus button. Stim was currently set at 1.2. The patient began increasing stim and the patient noted: "oh man, let's go down one, oh man, minus it again." At this point the patient had to synch again and stim was now set at 1.3. The patient was not feeling stim at 1.3. Patient services had patient synch again to verify that stim was turned on, which it was. The patient noted: "when you go plus it's too much" the patient increased once more to see if she could feel stim, then stated: "oh push it down one" the patient was back to 1.3 and felt a little tingling there. Redirected caller to patient's hcp. Additional information received noted that the cause of the event was unknown/they spoke with patient on (B)(6) 2014. Other was noted. It was noted still no voiding on her own/continues to self cath. Advised patient to try different program. She has 4 programs and to try each one x 1 week before trying the next one. Hospitalization was not required. Patient states after changing batteries it still was not showing full charge. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.